Event description:
The user facility in (B)(6) reported during a vitrectomy procedure, the trocar cannula broke inside the incision. The cannula had to be removed from the pt's eye by enlarging the two pars plana incisions. Surgery was delayed two hours. The pt is under observation and is recovering.

Manufacturer narrative:
The device has not be returned for eval. A supplemental report will be submitted if any add'l info is received.